Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen4677 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that health care professional was carrying out a dressing change and flushing the line when a leakage was noticed. Patient was sent to facility to access the PICC. Line flushed again and leakage observed again. PICC removed as a result. Notable kink on the line near the wings of the PICC. No harm to the patient or clinicians, and not further treatment required as a result. Patient booked in for new PICC placement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Curved shape memory was observed along much of the catheter length. A sharp kink was observed in the catheter just distal of the molded joint. Fractures were observed forming at the two corners of the kink impression. Microscopic inspection of the split/kink site revealed granular fracture surfaces. Material compression and discoloration were observed in the vicinity of the kink. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded by blood products. The kink impression and fracture features were consistent with damage accumulated through sharp and cyclic kinking of the catheter leading to gradual fracture formation and propagation. The location of the damage suggested that catheter securement and maintenance techniques likely contributed.

Event description:
It was reported that health care professional was carrying out a dressing change and flushing the line when a leakage was noticed. Patient was sent to facility to access the PICC. Line flushed again and leakage observed again. PICC removed as a result. Notable kink on the line near the wings of the PICC. No harm to the patient or clinicians, and not further treatment required as a result. Patient booked in for new PICC placement.